Event description:
It was reported that the patient had problems with this right atrial (ra) lead in the past. In addition, the patient also experienced getting shocked and suspected that there was a problem with the wiring. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).